Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the two enclosures were different shades of white and that there was oil on the joints. A functional evaluation revealed the hinge joint was stiff. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include contamination and debris entering the mechanical joints of the device damaging the pressure rings or pressure cups. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder scope the spider tenet was not working. The procedure was successfully completed without delay using the same device. No patient injury or other complications were reported. Results of investigation have concluded that this unit had a the hinge joint stiff; therefore, makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.